Manufacturer narrative:
Additional information added to h3, h6, and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a crack on the hanson port. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the dialysate port of a revaclear 300 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city : should additional relevant information become available, a supplemental report will be submitted.